Event description:
Information received by medtronic indicated that the insulin pump had multiple critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, download the pump history and trace files using crest and thus, or verify the critical pump error (open book image) alarm due to the blank display. The pump was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly. Rust and corrosion was found on the motor and force sensor. The j6 and j7 connectors were detached from the pcba 1 due to the heavy corrosion which caused the blank display. A test case, pcba 1, motor, and force sensor was swapped out. Successfully downloaded firmware (trace downloader) utilizing crest and downloaded the trace, history, and comlink3 files using thus. A review of the long trace file reveals on 8/3/2022 at 11:18:00 am a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, stained and faded serial number label, and pillowing keypad overlay. Initial blank display after battery installation is confirmed due to moisture damage with the j6 and j7 broken off of pcba 1. Critical pump error (open book) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.